Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a device that was no longer working 3 months after activation. The patient reported having a cough that resulted in the device to stop working. As a result of inspection, a hole was noticed on the balloon that was resulting in fluid loss. The aus was explanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cuff (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a device that was no longer working 3 months after activation. The patient reported having a cough that resulted in the device to stop working. As a result of inspection, a hole was noticed on the balloon that was resulting in fluid loss. The aus was explanted. No further patient complications reported.